Manufacturer narrative:
Additional narrative: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the post op inspection of outer and inner sleeve was found stripped, when trying to thread in inner sleeve. Measuring depth gauge was starting to fade numbers, along with stripped tip of guide due to volume of usage. There was no known patient involvement. This report involves one (1) drill sleeve / ø 4.2mm. This is report 1 of 2 for (B)(4).